Event description:
A revision procedure was performed and the ICD was explanted and returned for laboratory analysis. The rv lead was visually inspected and no anomalies were visible at the time. It was decided to surgically abandon and replace this rv lead so it will not be returned for laboratory analysis.

Event description:
Boston scientific received information that during a regular follow-up appointment, all measurements with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were appropriate and within normal ranges. Two days later, the patient experienced a cardiac arrest. The patient was resuscitated and external defibrillation successfully terminated the arrhythmia. The ICD was interrogated and a shorted lead condition fault code was observed. The following day, the physician interrogated the ICD again and found it in safety mode with limited therapy available. As a result, the ICD was deactivated. A memory download was performed and sent to boston scientific technical services (ts) for further evaluation. The ts consultant did discuss that based on the error message observed, explantation of the device and lead should strongly be considered. A boston scientific engineer reported that after eol is declared, the programmer performs a limited interrogation with the device and the disk did not contain enough data for a full diagnostic evaluation. Upon return of the device for laboratory analysis, a full memory download would be performed so that a more detailed investigation can be conducted.

Manufacturer narrative:
Laboratory analysis was conducted on the returned ICD and confirmed that the rv lead shorted to the device during shock delivery which caused damage to the plasma fuse within the device's internal circuitry. The open/damaged fuse prevented the high voltage capacitors from charging within the expected time limit, causing the device to then declare eol.

Event description:
Additional information was received that during the explant of this ICD, the rv lead was briefly inspected and no anomalies were visible. The rv lead was capped and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As the rv lead will not be returned and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the ICD or rv lead have not been explanted. Once they have been explanted and returned for laboratory analysis, this report will be updated.